Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified iliac artery. A 7.0mmx20mmx135cm sterling balloon catheter was selected for pre-dilation. However, the balloon ruptured. The procedure was completed with a different sterling device. No patient complications were reported.